Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic appendectomy procedure the staples that deployed on an unknown firing were mangled. No other information was available. The procedure was completed using a like device of the same product code. There were no patient consequences reported. The device was discarded.